Event description:
Senseonics was made aware of an incident where user reported a high glucose event where his sg was above the alert levels, but he didn't have symptoms of high glucose, and he mainly complained about sensor inaccuracies that his sg was higher than what his bg was at the time. The following example sets from the same day were provided: on (B)(6) 2025 8:42 am et / sg 242 mg/dl - bg 208 mg/dl. On (B)(6) 2025 4:50 pm et / sg 312 mg/dl - bg 246 mg/dl. On (B)(6) 2025 5:00 pm et / sg 256 mg/dl - bg 162 mg/dl. After dms review, we confirmed the following information at the time of the event: on (B)(6) 2025 8:42 am et / sg 242 mg/dl - bg not entered. On (B)(6) 2025 4:50 pm et / sg 258 mg/dl - bg not entered. On (B)(6) 2025 5:00 pm et / sg 251 mg/dl - bg not entered. After dms review, we confirmed that the user received the following high glucose alerts around the times provided: at 8:51 am when the sg was at 251 mg/dl. At 4:41 pm when the sg was at 263 mg/dl. The user didn't seek for medical treatment because he confirmed with his bg that his glucose wasn't as high as the system was telling him and he didn't have symptoms of high glucose.the user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported receiving high glucose event. The following example set was provided: 24-jan-2025 8:42 am et / sg 242 mg/dl - bg 208 mg/dl, 24-jan-2025 4:50 pm et / sg 312 mg/dl - bg 246 mg/dl, 24-jan-2025 5:00 pm et / sg 256 mg/dl - bg 162 mg/dl. A review of the data management system (dms) data revealed confirmed the examples provided and that the user received multiple high glucose alerts throughout the day. The user did not seek medical treatment and believed that they were not having a high glucose event. The user's hcp was not aware of the event and user was advised to follow up with their hcp for medical guidance.an case (B)(4) was created to address the sensor inaccuracies, inclusive of the hypoglycemic event. During the review of the data, it was observed that there were symptoms consistent with situations where estimated values provided by the app were entered as calibrations rather than true bg values. Customer care wanted to advise the user that they should never enter anything other than a true bg meter value, from a finger stick, when calibrating. Entering an "estimated" value or using a value from the eversense cgm or another cgm, can disrupt the calibration and lead to significant deviations in the sensor readings. The user remained unresponsive to multiple attempts and have not used the system since (B)(6) 2025. B4. Date of this report 23 april 2025. G3. Date received by the manufacturer? 23 april 2025. H3. Device evaluated by manufacturer? Yes. H6. Health effect - clinical code updated to 4582. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 19.